Event description:
This pt had a cardiac catheterization done on 1/11/99 which was vasosealed (a fem-seal plug). On 1/24/99 the physicians report states: "the fem-seal plug used to occlude the angiocath site was found to be intraluminal and obstructing the origin of the superficial femoral artery." The pt was taken to surgery and the plug was removed from the superficial femoral artery without incident. Per the physician's notes, no noted harm was caused to the pt.